Event description:
A customer reported that the Abbott Diabetes Care (ADC) device needle broke and remained in their arm after insertion. The customer experienced pain at the device insertion and was unable to self-treat. The customer had contact with a healthcare professional (HCP) who provided unspecified muscle relaxant for treatment and provided a treatment plan for removing the needle on the patient's arm, however, details were not provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Physical investigation of product is not anticipated as reporter indicated device was discarded. Investigation will be performed per ADC's established processes and procedures, and a report will be submitted upon completion of investigation activities.All pertinent information available to Abbott Diabetes Care has been submitted.